Event description:
A customer called beckman coulter regarding discrepant urine test results from a pt. The pt was tested at the doctor's office in 2003 with the icon 25 hcg test kit and the result was negative (-). Urine sample was not a first morning void. One week later, the patient received a depo-provera injection from the same doctor's office. No pregnancy test was performed at this time. Treatment was based on the negative (-) hcg result from earlier. Two days earlier, the pt returned to the doctor's office for quantitative hcg testing. A urine sample was collected and tested with icon 25 hcg. The qualitative test result was positive (+). A serum sample was collected for quantitive hcg and the result was 2612 miu/ml. The lab did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.